Event description:
It was reported that an unknown patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium (2). The hemostatic valve dislodged from the sheath (2). It was reported that the hemostatic valve became dislodged from the vizigo sheath. There was bleed back into the vizigo sheath. They replaced the sheath and the same thing happened with the replacement. The sheath was replaced again, and the issue resolved with the 3rd sheath. No patient consequences were reported. This report is for the 2nd of 2 reportable sheaths. The 1st sheath can be found in manufacturer report number 2029046-2022-01371. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10-aug-2022, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number (B)(6) and no internal action related to the complaint was found during the review if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 21-jul-2022, bwi received additional information regarding the event. It was confirmed that the hemostatic valve was broken. The hemostasis valve (gasket) broke into two or more separate pieces. The hemostatic valve became detached from the sheath. It is unknown if air enter the patient¿s body. The issue did not require percutaneous or surgical removal. Patient hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost is unavailable. Medical intervention required to stop the bleeding was pressure and a new sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)